Event description:
It was reported that during preventive maintenance it was discovered that the mixing pump was defective and exchanged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During the scheduled pm, it was found that the mixing pump was not performing to specification. Mixing pump was exchanged during the pm. The device underwent pm servicing while in for repair. Replaced heater, circulation pump, and drain ports. Functional and safety tests/calibration performed. Unit passed all test. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that during preventive maintenance it was discovered that the mixing pump was defective and exchanged.